Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) stated that when he sat on the seat and it broke. He stated that earlier this week 2 of the clamps broke, so he turned the seat so that there were 4 attached seat mounts and then yesterday it broke in half.